Manufacturer narrative:
An event regarding crack/fracture involving a triathlon stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The fracture surfaces associated with the femoral component and stem 19 mm are show post-fracture abrasion that was observed on the fracture surfaces examined, obscuring the location of fracture origin. Beach markings were also observed on the fracture surface, indicating the device fractured in fatigue. Mar concluded: "the post of the insert cut off with another device. Burnishing, scratching, pitting and third-body indentations were also observed on the insert. These are common damage modes of uhmwpe. The stem 19 mm fractured due to fatigue. Eds showed the stem 19 mm was consistent with astm f136 alloy. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a review of the provided medical records by a consulting clinician concluded: "the primary harm involved is structural failure of a revision tka femoral stem. The patient had a complex history related to his knee. In addition his medical history alluded to a chronic spinal problem including the placement of a spinal cord stimulator a potential source of lower extremity weakness. Following revision reimplantation tka surgery the patient suffered a number of falls and increasing laxity and instability of this knee. This culminated in a medial condylar fracture further increasing his instability. Although trete with a brace the knee remained unstable and the repeated abnormally high stresses placed upon the fixation components of the tka failed due to fatigue. Detailed material analysis of the retrieved implant failed to demonstrate defect on implant design or manufacture." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the medical review concluded - the primary harm involved is structural failure of a revision tka femoral stem. The patient had a complex history related to his knee. In addition his medical history alluded to a chronic spinal problem including the placement of a spinal cord stimulator a potential source of lower extremity weakness. Following revision reimplantation tka surgery the patient suffered a number of falls and increasing laxity and instability of this knee. This culminated in a medial condylar fracture further increasing his instability. Although treated with a brace the knee remained unstable and the repeated abnormally high stresses placed upon the fixation components of the tka failed due to fatigue. Detailed material analysis of the retrieved implant failed to demonstrate defect on implant design or manufacture." Thus confirming the event. No further investigation is possible at this time , if further information becomes available this investigation will be re-opened.

Event description:
Patient had a triathlon ts implanted after an antibiotic spacer was removed. After repeated falls his distal femur fractured and the stem of the ts femur fractured. All implants were removed and a gmrs distal femur & proximal tibia was implanted. Right knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a triathlon ts implanted after an antibiotic spacer was removed. After repeated falls his distal femur fractured and the stem of the ts femur fractured. All implants were removed and a gmrs distal femur & proximal tibia was implanted.right knee.